Event description:
It was reported that during the facility culture test, a positive reaction to bacillus bacteria was confirmed with the gastrointestinal videoscope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
E1. Establishment name: (B)(6) (documented here in its entirety due to character limitations in respective field). The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow-up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
His report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The device was returned and the evaluation identified another reportable malfunction, foreign material was identified in the distal end cover and distal end body. Based on the results of the investigation and because the user culture results were not shared and the scope was not microbiologically tested by olympus, the reported event could not be confirmed and a root cause could not be determined. Based on the evaluation, the a likely contributing factor were the scratches on the inner wall of the biopsy channel. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.